Event description:
The home pt felt full, as if they were overfilled, while using the homechoice cycler for apd therapy. The hp routinely performs a manual day fill of 1500mls, which remains in their peritoneum until it is drained during the subsequently apd therapy using the cyler. The family member of the hp reported the hp drained "a cupful" of fluid during the initial drain phase of apd therapy when the cycler advanced into fill 1, delivering the programmed fill volume of 2500mls. After fill 1 the hp felt overfilled and placed the cyler into a manual drain, removing 795mls of fluid. According to the hp's family member, the hp then continued therapy to completion with no further difficulties and there was no pt injury or medical intervention.